Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause :mlc-30 - user applied blood to strip before inserting strip into meter test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. At the time of the call, the customer stated that she felt weak and tired. Customer stated that she was going to call the doctor to schedule an appointment. During the call on (B)(6) 2018, a blood test was not performed by the customer; customer stated that she had purchased the test strips over five months ago. Customer also stated that she keeps the test strips in the pocket of the case and they are stored in the bedroom. The test strip lot manufacturer's expiration date is 06/30/2019. The meter memory was not reviewed for previous test result history.